Event description:
It was reported that during an infusion of potassium chloride (kcl) a drop of fluid fell from the IV pump. It was then discovered that there was a leak in the primary tubing set between the "hub of the IV tubing" and the needle free connector. The connections were tightened and the tubing set continued to leak. The tubing set was changed with no further problem. It was noted that the patient "most likely didn't receive the full doses of kcl administered through this" tubing set. There were no adverse effects caused to the patient from this event.

Event description:
It was reported that during an infusion of potassium chloride (kcl) a drop of fluid fell from the IV pump. It was then discovered that there was a leak in the primary tubing set between the "hub of the IV tubing" and the needle free connector. The connections were tightened and the tubing set continued to leak. The tubing set was changed with no further problem. It was noted that the patient "most likely didn't receive the full doses of kcl administered through this" tubing set. There were no adverse effects caused to the patient from this event.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during an infusion of potassium chloride (kcl) a drop of fluid fell from the IV pump. It was then discovered that there was a leak in the primary tubing set between the "hub of the IV tubing" and the needle free connector. The connections were tightened and the tubing set continued to leak. The tubing set was changed with no further problem. It was noted that the patient "most likely didn't receive the full doses of kcl administered through this" tubing set. There were no adverse effects caused to the patient from this event.